Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) started displaying comm loss after moving the unit across the hall. They also reported they did not create a new network drop, jack, or cable run. They instead ran a standard cat 5 network cable through the ceiling, directly to the switch that the device was originally plugged into. No patient harm or injury was reported. Service requested / performed: exchange. Investigation summary: the root cause for this event is use error. The customer acknowledged moving the cns to an alternate location and connecting the network cable to a patch panel instead of the switch. The customer corrected the cable placement to the switch and normal functionality resumed without further issue.

Event description:
The customer reported that the central nurse's station (cns) started displaying communication loss after they moved the unit across the hall.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) started displaying communication loss after they moved the unit across the hall. No harm or injury was reported. The cns was moved from a desk in central monitoring to a table outside of the network closet in central monitoring. The customer also reported that they did not create a new network drop, jack or cable run. They instead ran a standard cat 5 network cable through the ceiling, directly to the switch that the device was originally plugged into. Nihon kohden technical support advised the customer to plug the cable into the patch panel instead of the switch, which resolved the issue. The root cause was user error. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The customer reported that the central nurse's station (cns) started displaying communication loss after they moved the unit across the hall.